Manufacturer narrative:
Date of initial report: 04/01/2008. To date the incident sample has not been rec'd for eval. Further info and the sample have been requested. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a procedure, the electrode tip of the electrosurgical pencil burned. There was no pt injury. Another device was used.